Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Unknown when infection began. Original implant date unknown. Exact date unknown when device was explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that an infection was detected in a patient one month after a tomofix plate was applied for high tibial osteotomy (hto) in (B)(6) 2015. The reported plate was removed to suppress the infection. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.